Event description:
This was reported as an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, the procedure was completed on (B)(6) 2023; however, while the patient was recovering post procedure, a weak or absent pedal pulse was observed. The following day, (B)(6) 2023, an angiogram showed an occlusion. A surgical cutdown was performed by a vascular surgeon to remove the occluding suture. Hemostasis was achieved with a patch during the surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4: lot # unk as the device was discarded. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.